Manufacturer narrative:
H3: evaluation summary: customer reports of calcification, leaflet tear, and stenosis were confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and minimal calcification on leaflet 3. Leaflet 1 had a 4mm tear near commissure 1 and an 8mm tear near commissure 2. Leaflet 2 had an 8mm tear near commissure 2 and a 6mm tear near commissure 3. Leaflet 3 had an 8mm tear near commissure 3 and a 3mm tear near commissure 1. Serrated mechanical damage marks were observed on the outflow surface of leaflet 1 near commissure 2. Leaflets were observed to be thickened and swollen near the tears and calcification was evident at some of the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Sewing ring was cut off around leaflet 1 and cut off sewing ring fragment was not returned. Sewing ring was also cut in other multiple areas around the valve. Wireform was exposed on all three commissures. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. The reported event was confirmed. Calcification restricted leaflet mobility and led to stenosis. The cause of the event was likely due to patient factors and progression of underlying valvular disease pathology.

Event description:
Edwards received notification that a 21mm aortic valve was explanted after an implant duration of 14 years, 11 months due to calcification causing leaflet tear and stenosis. A 21mm aortic valve was implanted in replacement.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm 3300tfx aortic valve was explanted after an implant duration of approximately 13 years due to calcification causing leaflet tear and stenosis. A 21mm 3300tfx aortic valve was implanted in replacement. The patient was noted as to be recovering. As per medical opinion, the valve failed prematurely.